Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were complaint is confirmed. Visual examination of the returned product/provided pictures identified signs of repeated use (nicked or gouged) also fractured. Not all pieces returned. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was discovered cracked during the sterilization process. No patient involvement. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.